Manufacturer narrative:
The marathon has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Based on the reported information there was not reported any device malfunction. This is a procedure related event. Related mdrs for this event: 2029214-2020-00495, 2029214-2020-00496. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that patient had hematoma during the procedure. The patient underwent embolization treatment for an arteriovenous malformation (avm). The vessel was normal tortuous. It was reported that treatment of inflow arteriovenous malformation (avm) from anterior cerebral artery (aca) and middle cerebral artery (mca). When the marathon catheter was removed after approach from the aca and attempt was made to perform the approach from the mca, the drainer's depiction disappeared, and a hematoma was confirmed by a cb-CT scan (cone-beam computed tomography). The procedure was discontinued, and the procedure was converted to craniotomy.